Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited loss of sensing. The device was explanted and replaced.

Event description:
Corrected data: it was reported that the pulse generator exhibited a loss of capture. The device was explanted and replaced.

Manufacturer narrative:
Final analysis an integrated circuit anomaly which likely contributed to the reported event.